Event description:
It was reported that pump experienced malfunction while pump was charging. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully performed reset without recurrence of malfunction, and was advised to continue using pump and to call back if malfunction occurred again, which customer acknowledged and understood.